Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported the cephalomeduallry screw drill bit broke while passing through the nail during pilot hole drilling. Drill fragments were retained and the surgeon felt that more harm than good was likely with attempts at retrieval. This information was identified during a literature review in the following article: collinge, c., et al. (2010). "Cephalomedullary screws as the standard proximal locking screws for nailing femoral shaft fractures." Journal of orthopaedic trauma 24(12): 717-722.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation.